Event description:
It was reported on (B)(6) 2026 a patient presented with functional grade 4 mitral regurgitation (mr) for a mitraclip procedure. A mitraclip xtw was selected for implant. During the procedure, while establishing the final arm angle (efaa), the clip continuously opened about 10 degrees from 5 degrees. The clip angle after opening was 15 degrees. Efaa occurred while going from a neutral knob position. Troubleshooting was performed in which the clip was first opened to 120 degrees, locked and then closed to 60 degrees. This was repeated three times but remained unsuccessful. The clip was removed from the patient and replaced with a new mitraclip, which was successfully implanted. The final mr grade was 1. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.